Event description:
Medtronic received information that the patient with this bioprosthetic aortic valve became symptomatic after this valve had been implanted for 24 months. Echocardiographic evaluation of the valve suggested a paravalvular leak. However, visual examination of the valve prior to explant demonstrated a hole in the non-coronary leaflet. After removing the valve, closer visual examination demonstrated two holes in the leaflet. The explanted valve was sent to the hospital pathology department for evaluation. A mechanical valve was subsequently implanted without reported patient complication.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: to date, this product has not been returned to medtronic for analysis. Without product return, analysis is limited to review of the device history record which shows that this product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn at this time as the product has not been returned for analysis. Return of the product is anticipated, pending completion of the pathology analysis at the hospital. When the product has been returned, a thorough analysis will be completed and the results will be provided to FDA.